Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 504 mg/dl at the time of the incident. It was reported that they had bent cannula and this caused high blood glucose. The customer was advised if the set is inserted into the 2-inch area around the belly button region it may result in bent cannulas. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.